Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. The patient was exposed to a MRI. The device was explanted and replaced.